Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): delivery inaccuracy "the perfusor space was used for analgesia. The nurse in charge noticed a red light illuminating in the pump and in the display was the text "volume restriction". The lid to the syringe chamber was opened and it was noticed air in the syringe. The syringe was detached from the pump and excess air was removed. 7 ml of the solution was still left in the syringe.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. The device has to be opened prior to this examination. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test revealed no abnormalities. Following a delivery accuracy measurement according iec 60601-2-24 was arranged. All measured values are within our specification. Besides a small mechanical damage, no damages were discovered inside. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. A user error caused the reported error pattern.